Manufacturer narrative:
Device evaluated by MFR.: a watchman trusteer access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection found no damage or defect. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported an air embolism and patient death occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under monitored anesthesia care (mac). A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After insertion of the pigtail catheter, air bubbles were noted in the left atrium (la) on imaging. The patient had st segment elevation and their blood pressure dropped. Cardiopulmonary resuscitation (CPR) was performed. The patient was stabilized upon exiting the catheterization lab, however experienced a seizure after being extubated. The patient was reintubated and remained in the hospital for monitoring and recovery. The patient was reported to have subsequently passed away over the weekend ((B)(6) 2025).

Event description:
It was reported an air embolism and patient death occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under monitored anesthesia care (mac). A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. After insertion of the pigtail catheter, air bubbles were noted in the left atrium (la) on imaging. The patient had st segment elevation and their blood pressure dropped. Cardiopulmonary resuscitation (CPR) was performed. The patient was stabilized upon exiting the catheterization lab, however experienced a seizure after being extubated. The patient was reintubated and remained in the hospital for monitoring and recovery. The patient was reported to have subsequently passed away over the weekend ((B)(6) 2025).